Event description:
Ethicon harmonic shears malfunctioned, five attempts of disassemble, reassembly, and rebooting machine to problem solve unsuccessfully. New opened and worked without complication. Diagnosis or reason for use: laparoscopic colon resection.